Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the instrument that did not work. The device was functionally tested on the generator and the min hand control button was not functional; when tested with the foot switch, an alert screen was displayed. A probable cause of an alert screen is blade damage. The device was disassembled to inspect the internal components. The electrical traces of the hand activation buttons were found to be damaged. This resulted in the min hand activation button to be non-functional. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. No conclusion could be reached as to what caused the damaged to the hand activation buttons.

Event description:
It was reported that during a laparoscopic sigma procedure, after a short time, the instrument did not function anymore; with gen11. The surgery was finished with new instrument. No further information is available. No patient consequences reported. Procedure was completed with same like device.